Event description:
It was reported that this right ventricular (rv) lead was dislodged. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was dislodged. A new lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.